Event description:
It was reported that this was an arteriotomy closure of the mildly calcified left common femoral artery using a proglide device after an percutaneous transluminal angioplasty interventional procedure using a 6f sheath. Reportedly, initial knot advancement was completed with the snared knot pusher and hemostasis confirmed. Suture trimmer successfully cut the two exposed sutures but pulled the remaining suture with the knot unraveled and adhered to the distal tip of the suture trimmer. The suture appeared stuck to distal tip of suture cutter gate. Manual compression was applied to achieve hemostasis. There were no adverse patient effects in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, the reported suture separation could not be confirmed. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. Factors that contribute to the difficulty removing the suture from suture trimmer may include, but are not limited to suture snag due to tissue or cleaved against the tip of the suture trimmer. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.